Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Upon removal of the viperwire advance guide wire, the wire fractured due to suspected contact with the peripheral orbital atherectomy device tip. The fractured tip was snared and removed successfully. The patient was stable.